Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined. Corrective action/field action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01617 / 01618).

Event description:
During a procedure, the liner would not seat in the cup. This contributed to an approximately 30-45 minute delay in procedure. The cup was removed and the procedure was completed with another liner and cup.